Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid and bupivacaine via an implantable pump for malignant pain. The rep stated the patient's pump ran empty and alarmed on saturday (B)(6) 2026. The rep stated the pump will be refilled soon and wanted to know if there are any therapy concern. Tech services reviewed therapy concerns and resetting alarms. The rep understood education provided. No further issues were noted at this time. The drug was unknown but the rep believed the patient was on dilaudid and bupivacaine. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient did not experience any symptoms related to the empty pump. The rep stated it was unknown what drug was present in the patient's pump at the time of the event. The event was initially reported by the clinic staff. When asked for the cause of the empty pump, it was stated that the patient used boluses when instructed not to because it would run the pump empty before time of refill. No troubleshooting/diagnostics were provided. The empty pump resolved and the pump was refilled.